Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a sternal closure, the zipfix application instruments in two zipfix sets were sticking upon full squeeze of the instrument to tension the zipfix implants. The surgeons were able to complete the surgery with the devices, but did not like the way the instruments were sticking. No further information was provided. No patient or procedure harm noted. This is report number 2 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The visual inspection of the returned device performed as part of the product investigation reported the second generation instrument shows little marks and scratches on some of the moving parts which would indicate a short time use of the device. No screws are loose or other damages are identified. The second generation instrument was inspected and an application test were three implants were tensioned and cut as per the design intent. The complaint description that the instrument trigger would get stack - when pulled all the way - could not be replicated with the returned device. However it was found that the instrument had not been lubricated as per the instructions provided by the manufacturer. This may have cased the functional issue in the or. There was no design related issues found on the returned instrument. The instrument in this complaint was not lubricated as per the instructions. The root cause is most likely related to the missing lubrication during the clinical reprocessing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.